Event description:
It was reported that the crew responded to an unconscious male that was in cardiac arrest. The pt was connected to the device via the quick-combo pads. A fine v-fib was noted on the monitor. The crew charged the device, cleared the pt, and pressed the shock button. The device failed to deliver the shock. All connections were verified and they attempted to shock again. The device failed again. At that point they reconnected the pt to two different devices. It is unclear what occurred during the use of these other two devices. The pt was not resuscitated.

Manufacturer narrative:
Physio-control evaluated the device and could not duplicate the reported failure. The device passed all tests for defib function, and no service codes were displayed. Some diagnostic codes were observed, but none relevant to defib function. The device was returned to the customer. The root cause of the reported failure cannot be determined at this time.